Event description:
The user facility reported a 54-year-old male patient of unknown ethnicity post-operative coronary artery bypass graft for severe mitral valve and coronary artery disease was implanted with an impella 5.5 device for mechanical circulatory support. The patient was supported for 6 days and then weaned to explant. It was reported that after the explant and removal of the intubation, it was noted that the patient had a facial droop. The patient was reported as stable.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation into the removal issues and the stroke/cva has been completed since the original report was submitted. The device was not returned for investigation. Based on the clinical information provided, the most likely cause of the removal issues was patient condition related. As the clinical information related to the stroke/cva was not provided, the root cause could not be determined.